Event description:
The account alleged the pt position module alarm is not as loud as it should be. There were no reported injuries.

Manufacturer narrative:
The account was not sure if it could be heard outside of the pt's room. No further info is available on the repair of the bed at this time.